Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for follow up. Upon interrogation of the pacemaker, it was noted that the device exhibited incorrect measurement of battery longevity. The physician elected to monitor the device. There were no patient consequences.